Manufacturer narrative:
The fse will be implementing the fco at the customer site. (B)(4).

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Device repair spending for implementation of field change order (B)(4).

Event description:
The customer reported that the ix was rebooting when discharging the patient. There was no patient incident.